Manufacturer narrative:
Weight,ethnicity, and race:unk. Clinical code (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patients right eye (od) on an unknown date. "Vault was higher than normal outcome; slightly narrow angles; patient iop 11." Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.